Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that a perforation occurred from the right ventricular (rv) lead. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.